Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rubber cover of forceps channel port is detached and damage between bending section and distal end due to damage or deterioration for usage or external forces. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited rubber cover of forceps channel port is detached and damage between bending section and distal end. There was no patient involvement.